Manufacturer narrative:
Returned device was received in decent physical condition however, the right plunger case was cracked by the top screw. Evidence of reported problem in event log was found. During the evaluation of the device the fault was unable to be duplicated. The right plunger case was replaced but this was cosmetic and the pump passed all functional tests. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump's primary alarm background test went off. There was no patient present at the time of the event. There was no reported adverse events.